Event description:
Summary of description of event: an attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (B)(4) but couldn't get through the stricture. The introducer and stent was removed from the patient. The stent remained in the scope. The scope was being used on another patient when the stent was observed in the scope channel. Last week during a ercp the physician was trying to remove an old stent from a patient when they had difficulty getting the snare to open and when they were fiddling around with the snare they noticed on the screen a tip of a stent out of the scope (B)(4). This scope was used on the previous friday when (B)(6) was trying to deploy a second stent but they could not get the oasis through (B)(4) so they aborted the procedure and pulled out the oasis. They did not look to see if the stent was still on. The scope was reprocessed with the stent in the channel (B)(4). Information provided from completed complaint form by the customer: the physician was attempting to remove the old stent when the snare would not open up. The physician was attempting to fix the snare when they noticed a tip of 'blue' sticking out the scope. The scope was immediately removed. It was identified through mdrd the last time the scope was used an on what patient. Writer spoke to physician and nurse involved in that case. (The previous week the physician had put in one stent in another patient and was attempting to put in another stent but it was unsuccessful. The oasis was pulled out of the scope. The nurse wrote the scope down as routine, therefore, it did not get brushed before going in to the evotech machine. The evotech did not abort the cycle when in fact it does when a stent is in the scope.)

Manufacturer narrative:
The previous patient's chart has been reviewed and the patient has no infections diseases. Infection control and the legal department at (B)(6) have been involved and feels there is little risk to the second patient. No adverse effects to the patient were reported. There have been 3 separate pr's and 3 separate MDR reports submitted in relation to this single complaint event due to the involvement of two patients and two suspect devices. (B)(4). The actual lot number of the (B)(4) device involved in this complaint was not provided. As the lot number was not provided; therefore, it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. We were advised that the device involved in this complaint was available to be returned for evaluation but to-date ((B)(6) 2013) the device has not been received at cook (B)(4). As the device has not been received; therefore, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. Summary of the description of the event: an attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (B)(4) but couldn't get through the stricture. The introducer and stent was removed from the patient. The stent remained in the scope. The scope (containing the stent from (B)(4) was being used on another patient when the stent was observed in the scope. Therefore 3 pr's have been logged as follows: (B)(4) 'an attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (B)(4) but couldn't get through the stricture. The introducer and stent was removed from the patient #1. The stent remained in the scope channel. (B)(4) (stent) 'scope (containing the stent from (B)(4)) was being used on patient #2 when the stent was noticed in the scope. (B)(4) (stent) 'an attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (B)(4) but couldn't get through the stricture. The introducer and stent was removed from the patient 31. The stent remained in the scope channel. The complaint information reported was as follows: 'last week during a ercp the physician was trying to remove an old stent from a patient when they had difficulty getting the snare to open and when they were fiddling around with the snare they noticed on the screen a tip of a stent out of the scope (B)(4). This scope was used on the previous friday when (B)(6) was trying to deploy a second stent but they could not get the oasis through so they aborted the procedure and pull out the oasis. They did not look to see if the stent was still on. The scope was reprocessed with the stent in the channel. Confirmed by the customer on (B)(6) 2013 'the stent came off the oasis in the scope even though it was not deployed. It was a 10x15 cm cotton huibregtse stent. The physician deployed one and was attempting to deploy another alongside but it was too tight. The following is a summary of comments received from the relevant engineer at (B)(4) on review of the complaint event: the device was used as intended. There is nothing stated below that suggests that the device did not performed as intended. The IFU for this device contains the following precaution: 'do not use this device if stent cannot advance through structured area.' The device that is the subject of the complaint was sold as an introducer only, and would have to have been loaded with the stent by the user. When the stent is loaded onto the stent introduction system it sits at the distal tip of the pushing catheter, and is advanced through the working channel of the endoscope by the advancement of the pushing catheter. The stent loaded on to, but is not attached to, the stent introduction system. The IFU for this device advises that 'upon completion of procedure, dispose of device per institutional guidelines for biohazardous medical waste.' The instructions for use, IFU for the bilary stent advises the user of the following 'upon completion of procedure, dispose of device per institutional guidelines for bio hazardous medical waste.' In this case, the stent could not be advanced through the stricture because it was to tight. Most likely cause is that the stent moved off the introducer while attempting to remove the introducer. As a result when the physician removed the devices from the patient it was not confirmed that both the introducer and stent had been removed. The stent was then noticed in the scope when the scope with being used on a different patient. Prior to distribution, all bilary stent devices are subjected to visual inspections and functional checks to ensure device integrity. A review of the manufacturing records for this bilary stent device could not be carried out as the lot number was not provided. As per the instructions for use, IFU for the one action introduction system precaution section instructs the user of the following 'do not use this device if stent cannot advance through strictured area.' As per the instructions for use, IFU, system for the one action introduction system preparation section instructs the user of the following: 'if applicable, pre-load desired stent and positioning sleeve onto tip of introducer.' The 2 year complaint history has been reviewed and the occurrence of this complaint type is low for this rpn. No corrective action is warranted at this time. From the information provided there were no adverse effects to the patient due to this occurrence. No part of the device remained in the patient. Complaints of this nature will continue to be monitored for potential emerging trends.